Event description:
Drive devilbiss healthcare was notified of an incident involving a bed by the provider who stated the bed was missing a cover on the endcap of the metal bed frame. The end user received a cut to their shin that required stitches when they fell under the bed and caught their leg on the edge. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.